Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, several episodes of non-sustained right ventricular oversensing (nsrvo) correctly detected by securesense were seen. The nsrvo episodes were triggered by atrial far field sensing. The physician reprogrammed the device and will follow-up with the patient shortly. The patient is in stable condition.